Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). No samples neither pictures have been received for investigation. Ten retained samples of 50ll lot 1707276 are evaluated. On visual inspection of these ten samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger. DHR of lot 1707276 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. During different manufacturing processes, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process; visual inspection: molding 2 injections per shift. Printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: thirty samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging; 1 shelf-package per pallet. Leak test is performed with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d and no leakage happens in any of them. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso7886 annex d, a definitive root cause cannot be determined.

Event description:
It was reported that a bd plastipak¿ 50ml concentric luer lock syringe leaked before use on the patient. There was no report of injury or medical interventions.